Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge(B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident and was 567 at the time of call. The customer's mother stated that the insulin pump was disconnected at the time of hospitalization. The customer's mother mentioned that the cannula was bent. The customer's mother declined to troubleshoot. The customer's mother stated that they received no delivery alarms. The customer's mother also stated that insulin was dripping during manual prime. The insulin pump will not be returned for analysis.